Event description:
End user allegedly was "receiving high readings". User has gestational diabetes and went to the doctor because the readings scared her. The doctor's meter showed her bg levels were 35 points lower than her easytouch meter's readings.